Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. In addition, scope communication error e216 and the flickering image was also found. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified timing, scope communication error b30 occurred. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s190.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from local service department, ccd unit malfunctioned. Therefore, omsc presumed that the reported phenomena occurred because the ccd unit malfunctioned due to liquid invasion and communication was not successful.